Manufacturer narrative:
Based on the information provided by the provider/patient, there is no evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as an MDR since the provider/patient reported symptoms or physiological condition related to temporomandibular disorder (tmd).

Event description:
The provider/patient reported the following: the patient, (B)(6), (B)(6), reached out to advise that she had stopped wearing her aligners because she was experiencing jaw spasms and ear spluttering. When she got to the 11th set, she wore it for one night, and when she woke up, her left ear was spluttering, so she went to set 10 and the fluttering continued for like a month, she went back to nine while the emt checked on her, went back to the dentist to check her jaw because it was bothering her ears. The jaw spasms started when wearing number 9. The teeth were back to the way they were, and she's trying to get a refund because of the terrible experience.